Event description:
It was reported that a spectrum pump failed volume accuracy testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed volume accuracy test was reproduced. The device was tested for flow accuracy and found to deliver over expected range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be corroded door springs, which require replacement. Should additional relevant information become available, a supplemental report will be submitted.